Manufacturer narrative:
This report is being filed due to a damaged charger cable. The alleged product malfunction could result in a serious injury with a consumer should such an event occur in the future. Therefore, we are reporting this case out of an abundance of caution. Product return will be requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via e-mail and stated that when he/she plugged the toothbrush in to be charged, the cord to the power outlet literally exploded and almost caused a fire. No injury was reported.